Event description:
The patient reported that their right implantable neurostimulator (ins) was defective. It had shifted and hit nerves. It was hitting their sciatic nerve and made their legs go out. The device could not be removed because of the scar tissue. A new device was implanted on the left side. The patient also noted that they were injured on the job and it had aggravated it more. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.